Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead noted impedance measurements on 1,700 ohms. While the physician was unhappy with the measurements, the ra lead remained implanted. Later that evening, the patient experienced chest pain and the physician suspected pericarditis. No additional adverse patient effects were reported.

Event description:
Information was subsequently received that the cause of the pericarditis was not identified, but the physician did not suspect perforation.